Event description:
It was reported that a revision was needed to replace creo locking caps that became loose 2 weeks post operatively.

Manufacturer narrative:
The device was that the device was not available for evaluation. It was reported that a revision was needed to replace creo locking caps that became loose 2 weeks post operatively on a t11-l3 construct. From the x-ray that was provided, showed locking caps at l1 on the right side of the construct and l2 and l3 on the left side of the construct had migrated off the creo amp tulip leaving the rods unsupported. A revision surgery was performed 2 weeks ago and the hardware was thrown away accidently by the scrub tech. The reported locking cap loosening may have occurred due to excessive post-operative forces or excessive intra-operative forces. However, since the exact surgical and post-operative conditions are not known, no determinations could be made as to the cause of the reported issue.